Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage c) underwent impella cp support via percutaneous right femoral arterial access. The device functioned as intended throughout support at p-7 providing 3.3 l/min flow with a d5w sodium bicarbonate purge solution. The patient was successfully weaned, and the impella cp was explanted on (B)(6) 2026 following recovery of cardiac function. According to the report, there were no issues during device management or explantation, including act management, and no thrombus was observed on the impella device or shaft. Subsequently, during the night shift the patient developed a cerebral infarction manifested by aphasia with slight subsequent improvement. The patient was already receiving dual antiplatelet therapy (dapt); therefore, no additional intervention was performed, and clinical monitoring continued. The patient had no reported history of prior stroke or atrial fibrillation. The patient survived. Based on the information available, a stroke occurred following successful impella explantation. The relationship between the reported cerebral infarction and the impella cp remains unknown. Device functioned as intended, and the patient survived the event.